Event description:
On 17feb2022 a patient (pt) called to reported corneal scarring in both eyes (ou) while wearing an acuvue brand contact lens (cl). The pt recently went to an ophthalmologist (date not provided) who advised the pt of the ou scarring, noted in the last 3 visits since (B)(6) 2020. The pt was advised by the ophthalmologist that the ou scarring is related to cls wear. The pt has worn cls for over 30 years and visits the ophthalmologist every 6 months. The pt advised that both eyes currently feel fine. The pt notified the prescribing eye care professional (ecp) was notified on 17feb2022 of the ou scarring. The pt refused to allow contact to the ophthalmologist and the prescribing ecp to verify the ou scarring diagnosis. On 04mar2022 the pt reported the product worn at the time of the reported event is the acuvue® oasys 1-day with hydraluxe¿ brand contact lenses. The pt reports wearing them for ¿a few years.¿ the ou scarring will be reported as a worst-case event as we were unable to verify the diagnosis with the ecp. This report is for the pts os event. The event for the pts od event will be submitted in a separate report. The os suspect lot number is unknown. The os suspect product was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.